Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.00/+2.0/021 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the physician put wrong cylinder axis in the ocos calculation. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The reporter indicated the device performed as intended.